Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump was received with operating currents within specifications. The pump passed the self test, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the pump alarmed unexpected restart after a battery change due to a faulty component on the interface board. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump was received with cracked battery tube threads, a broken belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received unexpected restart alarm. The customer states the pump had moisture damage. The customer's blood glucose level at the time of incident was 185mg/dl. The customer states the pump buttons were unresponsive. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.